Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
During a pacemaker replacement procedure, the subject device was interrogated and the battery impedance was found at 0.89 kohms. After reprogramming the device to aai mode, lead polarity configurations were reprogrammed to bipolar and the battery impedance value displayed was 1.89 kohms. After the replacement procedure, the subject device was interrogated several time and the battery impedance displayed was 1.89 kohms with a time to rrt of 12 months. Preliminary analysis did not reveal any irregularity.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
During a pacemaker replacement procedure, the subject device was interrogated and the battery impedance was found at 0.89 kohms. After reprogramming the device to aai mode, lead polarity configurations were reprogrammed to bipolar and the battery impedance value displayed was 1.89 kohms. After the replacement procedure, the subject device was interrogated several time and the battery impedance displayed was 1.89 kohms with a time to rrt of 12 months.

Manufacturer narrative:
Preliminary analysis did not reveal any irregularity.

Event description:
During a pacemaker replacement procedure, the subject device was interrogated and the battery impedance was found at 0.89 kohms. After reprogramming the device to aai mode, lead polarity configurations were reprogrammed to bipolar and the battery impedance value displayed was 1.89 kohms. After the replacement procedure, the subject device was interrogated several time and the battery impedance displayed was 1.89 kohms with a time to rrt of 12 months.